Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA(B)(4). A follow-up report will be filed, should any significant supplemental information become available

Manufacturer narrative:
(B)(4). The sample was left in the swapped out homechoice unit and then discarded.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 4 of 4. The baxter technical service representative (tsr) had the hp turn off the machine, then back on. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During a follow up call to the home patient (hp) she stated that she was able to continue therapy with manual supplies, there was no adverse event, she was fine and there was no medical intervention or hospitalization as a result of this incident.